Event description:
During the cardiac cath procedure, error 3202, "no ffr communication" was displayed. The wi box green power indicator was on. The procedure was cancelled.

Manufacturer narrative:
The reported event of no ffr communication could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.